Event description:
The customer reported that while he was on a cruse, he had trouble inserting the reservoirs in the insulin pump. The blood glucose reading at time of call was 250mg/dl. Troubleshooting was performed, and the drive support cap was sticking out, but he pushed back. Advised the caller to disconnect from the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with prime alarm during basic occlusion test due to loose/protruded drive support disk and severely cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.